Manufacturer narrative:
This MDR is being submitted as a follow-up #2 MDR (follow-up type = correction) to MFR report #2955842-2017-00845. The initial MDR was submitted on 12/15/2017 with an incorrect model # of "420179-18." Correction: model #: 420179-16; (B)(6).

Event description:
Refer to corrected data information related to MFR report #2955842-2017-00845.